Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee scope procedure that the device froze up. It was noted that the image kept freezing up. A six minute delay was noted as a result and no patient impact as a result. The procedure was completed with a backup without incident.

Manufacturer narrative:
Functional testing of the unit identified a fault during application of the 660 module software and only loaded windows software. The root cause of this event appears to have been a corruption of the 660 module software; however the cause of the software corruption could not be identified.